Manufacturer narrative:
Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. During follow-up communication on november 29, 2017, the customer provided an additional user medwatch report, which reported 11 patients. The report alleged that samples were taken from the involved device on (B)(6) 2017, and the samples tested positive for mycobacterium abscessus.

Manufacturer narrative:
Device serial number: (B)(4). Device manufacture date: september 29, 2014. A literature search identified an article from the advocate ((B)(4)) which revealed new information about this event. The article reported the type of infection to be mycobacterium abscessus. The infected patient was hospitalized due to the infection. The facility was allegedly able to trace the source to a single operating room and a single device which the facility believes caused the issue. However, the article did not explicitly state that mycobacterium abscessus has been identified in the device. The article reported that the suspected device has been replaced and ongoing environmental surveillance of the operating rooms has not shown any contamination with the organism beyond the involved device. On (B)(6) 2017, seven (7) user medwatch reports (mw5071891, mw5071892, mw5071893, mw5071894, mw5071895, mw5071896 and mw5071897) were received for this issue, which all stated that the sternal wound infections are suspected to be related to the heater-cooler device. However, at the time the user report was filed, a correlation had not yet been confirmed by the facility. Through follow-up communication with the customer, livanova (B)(4) learned that the device has been tested. However, the results of the testing have not yet been provided.

Manufacturer narrative:
(B)(6). The user report stated that the date of therapy was (B)(6) 2017, and that the original surgery was an av canal repair. The medwatch report stated that wound cultures obtained on (B)(6) 2017 tested positive for mycobacterium abscessus. On (B)(6) 2017, livanova (B)(4) received a medwatch report from FDA relating to this case (mw5073830).

Manufacturer narrative:
Patient information was not provided. The serial number is unknown. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The facility reported that the devices have been cultured regularly and have tested positive for contamination in the past. However, it was also reported that they have been able to get them clean. It is unknown if the device(s) was contaminated at the time of surgery, or if the reported surgery is linked to the device in any way. The customer reported that no further information will be provided regarding this incident until the internal investigation is completed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report of a patient who got a sternal infection from an operation in (B)(6) 2017 where a heater-cooler system 3t was involved. The type of infection is unknown, though the patient has been cultured.